Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
It was reported an asymptomatic patient visited the hospital for a lead revision procedure to address varying threshold and declined p-wave amplitude. During the revision, the atrial lead was found to be pulled tight with very little slack. The atrial lead was explanted and replaced using an extraction cutting tool. The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device. The patient condition was stable before, during, and after the procedure.